Event description:
Pt found passed out. Pt's blood glucose was tested (result = 30 mg/dl), then pt was taken to the hospital for treatment with IV fluids. Pt was treated and released the same day: 2003. No significant glucose fluctuations were noted prior to this event.